Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis, nyha functional class iii heart failure, diabetes mellitus (on oral antidiabetics), dyslipidemia, hypertension, renal failure (on dialysis), peripheral arteriopathy, and a history of smoking underwent an initial implant procedure with a transcatheter aortic valve evfxplus-29. The patient was receiving ongoing pharmacological therapies including asa, thienopyridines, calcium channel blockers, furosemide, statins, and other medications. Pre-implant electrocardiography revealed a right bundle branch block. Following the procedure, the patient reported pain in the right limb and exhibited dysarthria. Neurological specialist consultation identified expressive aphasia (absence of speech), mild hypokinesia of the right lower facial nerve, and slight distal weakness of the right upper limb. Urgent brain computed tomography and computed tomography angiography showed no acute ischemic or hemorrhagic lesions but revealed a borderline significant (67%) stenosis of the left internal carotid artery. Subsequent brain magnetic resonance imaging demonstrated multiple subacute ischemic lesions likely of embolic origin. The patient required antithrombotic treatment with dual antiplatelet therapy and was recommended for neurorehabilitation and speech therapy. A conventional occupational therapy (cot) pathway was activated to ensure post-discharge speech therapy rehabilitation in the patient¿s home area. This complication was assessed as unlikely related to the device and probable related to the procedure.